Event description:
During an abdominal aneurysm surgery, the user noticed a blood leak and observed that the tubing had broken. The location of the fracture was where the tubing was bonded into the plastic fixture where the blood flow is split into three different pathways. The MFR refers to this fixture as "the cartridge." The product was replaced with another unit from the same lot and the user experienced the same type of failure. They experienced a total of four tubing failures over the course of the procedure. The event occurred during an abdominal aneurysm surgery and resulted in pt blood loss of approx 700 cc which was compensated for by homologous blood. There were no further complications.